Event description:
It was reported that the infusion set did not insert properly and upon checking the site, the patient observed blood on the cannula and insulin leakage. The patient was ultimately able to insert a new infusion set and resume insulin delivery. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.